Event description:
Event: type I endoleak. Case detail: it was reported that the pt has a small un-resolved type I endoleak at the superior attachment site. The physician believes the leak will resolve in time. The pt will be monitored.